Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, therefore a relationship between product and the event reported was not established and a root cause could not be determined. No batch lot number has been provided therefore a review of the device history is not possible. Complaint history review indicated reports of similar allegations. Probable cause maybe battery failure or connection issue. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that during negative pressure wound therapy (npwt) utilizing renasys go npwt device pump, the nurse was unable to charge the battery with the ac adapter connected to the device. The treatment was continued with a back-up device. The serial number is unknown. No injury reported.